Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a failed processor. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced during service through visual inspection. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen during testing at the biomed service department. There was no patient involvement. No additional information is available.